Event description:
Patient presented with an increase in seizures and was referred for a battery replacement. The patient underwent a generator replacement and low output current was observed during pre-operation when the device was checked. The explanted device was noted to have been discarded. The generator passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.

Event description:
Information was obtained from the physician indicating that the increase in seizures were related to the patient's epilepsy worsening. No other relevant information has been received to date.